Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected blood glucose test result range is 140 to 155 mg/dl. The blood glucose testing is performed by the customer four times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is about two weeks. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.